Event description:
The device was evaluated at the facility by a baxter representative. During service by baxter technician, the device showed to have depleted batteries. The hospital representative stated they have no record of any patient incident involving the pump, since the last baxter service event.